Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication including pain and swelling. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. This MDR represents the ae of swelling and pain. An additional MDR was submitted to represent to the ae of allergic reaction. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.not returned - remains implanted.

Event description:
Per clinical trial (B)(6): on (B)(6) 2015, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used. Concomitant procedure included excision of right abdominal scar. On (B)(6) 2015, the patient returned to md with reported increased pain and swelling of the left breast. Tenderness and edema on examination. Patient treated with medication (cipro) and resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies the adverse event as likely related to the device and serious.